Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k)#. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ ventralight st using echo ps (device #2). An additional supplemental emdr was submitted to represent the bard/davol - 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with left inguinal and ventral hernia thereby underwent laparoscopic repair with implant of 3dmax (device #1) and ventralight st using echo ps (device #2). Per op notes, ¿the hernia sac was identified in epigastric region was identified with incarcerated peritoneal fat. The sac was reduced and excised. A ventralight st using echo ps (device #2) was placed and tacked. An indirect hernia sac was identified and reduced. A 3dmax mesh was placed and tacked.¿ attorney alleges pain and emotional injuries.